Event description:
As reported by our german affiliates, during implant of a 26mm sapien 3 ultra resilia valve in the aortic position by transfemoral approach, the esheath+ was inserted at a correct angle and the loader was fully inserted, however, during insertion of the commander with the valve through the esheath+, the valve got stuck about 5cm after the hemostatic valve. It was observed that one of the valve struts was punctured out of the esheath+. The devices were removed as a unit without difficulties. A new 16fr esheath+ was used in replacement and the valve was successfully implanted with a good outcome. The patient did not suffer any injury and was noted as to be stable.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for the completion of the product investigation. The following sections of this report have been updated: update to b4, g3, g6, h2, h3, h6, h10, h11. The product was returned; therefore, a product evaluation investigation and dimensional testing were completed. As the device was returned, a visual evaluation was performed. Due to the nature of the complaint, no functional testing was performed. The returned devices were visually examined, and the following was observed: liner partially expanded, 6 cm in length from strain relief. Distal tip unopened. Puncture at strain relief location, at 2.7 cm from strain relief's distal end. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures'such as valve frame damage or compromised sheath and delivery system components'as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The complaint for sheath punctured was confirmed based on evaluation of the returned device. Available information suggests that procedural factors (device manipulation) likely contributed to the event. High push forces exerted to overcome resistance in challenging anatomy can compromise sheath integrity, resulting in shaft damage/kinks, punctures, scratches, or tip damage. Forceful device maneuvers can damage the sheath components in direct contact with rigid anatomical features (e.g. Sharp calcium nodules). When combined with non-coaxial advancement trajectories (rendered through anatomical complexities, steep angles and/or manual device misalignments), these forces can further exacerbate damage to the sheath shaft, liner, and strain relief ' particularly when interacting with crimped valve struts. Under such conditions, the valve frame is susceptible towards sustaining damage (i.e. Bent struts). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been previously opened to determine the root cause and implement any necessary corrective actions.